Event description:
Additional information was received from customer providing a more detail information of the event. It was reported that the abutment would not seat into the implant on (B)(6) 2019 at tooth location 30. Doctor reattempted to seat the abutment a week later ((B)(6) 2020) unsuccessfully. A third attempt was made on (B)(6) 2020 to seat different abutments and multipe attempts were made to rethread the implant internal chamber without success. As a result, implant internal threads were damaged and finally, implant was removed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 27 oct 2020 from customer provided a more detail information of the event. As a result, awareness date is being corrected to 11 dec 2019, per doctor notes. One certain® bellatek® encode® healing abutment (ieha554), osseotite tapered certain implant (xifnt511) and cover screw were returned for investigation. Visual evaluation of the as returned products identified severe damages (implant heavily modified ¿ platform, hex, external and internal thread damage), bone residue around the external threads and an engaged cover screw which did not appear to seat properly. Additionally, signs of wear were identified on the encode healing abutment due to usage. Functional testing was performed. The implant could not seat the encode healing abutment due to drive feature damage. However, another applicable in-house implant was able to seat the abutment successfully. Therefore, no seating malfunction was found with the abutment. No pre-existing conditions were noted on the per. Many attempts have been made to place abutments on tooth # 30 unsuccessfully. X-ray or picture images were not provided by the customer. DHR review was completed for the subject lot numbers (1230638) and the implant lot (2018112161). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. However, a malfunction was identified with the device ieha554 - lot: 1230638. That device was confirmed to be part of the current recall and is captured under the scope of hhe-2019-00415. Complaint history review was performed for the reported lots (1230638) and implant lot (2018112161) and no similar event or complaint was found. However, a lot specific complaint history review is not conducted for psp complaints as patient specific products have a unique one time use lot number. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. However, scar-02644, hhe-2019-00415 and ph-2019-00521-3i were created to address similar previously reported events involving the ieha554. Based on the available information, encode healing abutment malfunction related to the reported event did not occur but a supplier-related malfunction (recall) was identified. Although we can confirm the does not seat (due to the condition of the returned product, implant threads damage) we are still unable to determine a definitive root cause. There is no evidence to conclude that ieha554 have caused an implant threading problem. The following sections have been corrected: g4: date received by manufacturer: per doctor notes, corrected to 11 dec 2020, (correction of the awareness date from initial report MFR# 0001038806 - 2020 - 00635).

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the healing abutment would not seat onto the implant. While attempting to seat the abutment, the implant was damaged and was removed.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.